Event description:
A female patient contacted lifecor customer support to report that she was awakened by the bonging alarm and the "adjust belt" message was displayed. The patient reported the device would not stop bonging, when response buttons were pressed. Support reviewed basic troubleshooting steps with patient (verified all four ECG sensing electrodes were in contact with skin, garment fit was snug, etc.). Support then, had the patient disconnect and reconnect the electrode belt and restart the system. Alarms began again in less than a minute. Support requested a manual recording and download. A review of the download revealed ECG falloff on all four leads and an unusual manual ECG recording. The patient's electrode belt, monitor, and garment were replaced as a precaution.

Manufacturer narrative:
Device manufacture dates: electrode belt - 11/2006. Monitor - 10/2006. Device evaluation summary: device evaluations of electrode belt and monitor have been completed. The reported problem was confirmed. The cause of the repeated "adjust belt" alarms was an intermittent -5 volt supply within the distribution node of electrode belt. The reported problem was duplicated, when the cover from the distribution node was removed and the cables/wires manipulated. The -5v supply in the distribution node could be intermittently shorted to ground by manipulating the cables and wires. The exact location of the intermittent short could not be identified, but was likely due to a shield strand contacting the -5 volt conductor. Monitor operated according to specifications and passed all functional tests. The damaged electrode belt will be repaired. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.